Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 50 mg/dl, 117 mg/dl, 44 mg/dl, and 55 mg/dl. Customer felt hypoglycemic at the time of the readings. Customer self-treated with orange juice and an oatmeal raisin cookie. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.